Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lens was returned and device analysis completed. Both haptics were intact; thus, the reported issue could not be confirmed. Broken lens and distorted haptics are known to be caused by numerous factors including, but not limited to: ·loading strategy, ·lens placement technique, ·accessory device support, ·poor handling during folding and inserting. The reported damage was not noted during the inspection prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the lens and the reported issue appears to be related to the operational context of the procedure and not a malfunction of our device. However, the use of the additional lens to correct the patient's vision is considered medical intervention to prevent permanent impairment to the patient. Our lenses are 100% inspected before they leave our manufacturing site. Additionally an in-process pull test is performed on each work order to assure the epoxy bond meets our specification of greater than or equal to 25.5 grams. The value documented for this work order was 100+ grams force. Therefore, we are confident that the lens was processed per standard operation procedures and inspections, and met all of the criteria for release.

Event description:
It was reported that once the lens was implanted it was noted that the haptic was torn. Thus, the lens had to be removed from the patient's eye. Another lens was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay in the procedure. No additional information has been provided.